Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a. Patent foramen ovale (pfo) closure procedure using a 8f amplatzer trevisio intravascular delivery system. During procedure, after the device placed in the patent foramen ovale (pfo) tunnel, both disc stayed concav. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no reported patient issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. The reported off-label use appears to be related to the device being used for pfo occlusion. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note, per the amplatzer¿ cribriform occluder - instructions for use, artmt600034247, revision b, "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects.¿